Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed that the patient's pacemaker was in backup vvi mode potentially due to a magnet response. The pacemaker was successfully restored. The patient was in stable condition.